Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Nothing was supposed to be returned for evaluation; the complaint device was discarded, however, an omnispan applier was received against this file; it was visually evaluated, and, outside of some slight signs of use, appears in the ready to use condition; no damage and no outstanding anomalies. The returned device is incidental to the reported problem and bears no responsibility to the issue. Nothing returned and no lot number supplied leaves us without ability to discern what the problem was. The complainant states that the silicone tube fell off of the needle in the patient's joint space, historically, this failure mode has been attributed to the user over penetrating the meniscus while deploying the fasteners; outside of that consideration, we cannot discern any other root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that there was a problem with an omnispan fastener during a meniscal repair. The silicone retention tube fell off into the patient&apos;s joint space. The silicone tube was easily retrieved and the procedure was concluded successfully without further issue or harm to the patient. Nothing is being returned, the complaint device was discarded at the user facility. The complaint reporter cannot identify the omnispan device or its lot identification.